Event description:
Explant of artelon. X-rays show trapezium screw head migrating into the joint.

Manufacturer narrative:
Histology results not available yet. Based on the x-rays, the event was not related to the artelon cmc spacer.